Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the universal drill guide (udg) was damaged resulting in the instrument model not appearing in the proper location on the application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.